Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a malfunction of occlusion was not confirmed during product evaluation. Also, the quality engineer has not determined the cause of the reported condition. Since no assignable cause was provided during product evaluation, no repair was performed for the reported condition. A service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a flogard pump in which there was an occlusion. There was no patient involvement. The event occurred during programming/set-up in the emergency room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.